Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; no delivery ¿ 069-0000. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: on investigation, the pump powered on normally and emitted a call service alarm (69) that was not able to be cleared. Investigation duplicated the complaint, due to a single component failure on the printed circuit board. Unrelated to the original complaint, the display was noted to be dim and discolored.